Event description:
Reportedly, the patient underwent explant of the abbott medical optics (amo) intraocular lens (iol) due to the wrong diopter being used. The lens was implanted approximately 2.5 months earlier. The patient underwent a successful replacement. There were no patient injuries or complications reported.

Manufacturer narrative:
Evaluation of the returned lens found it be covered with surface residue, not inconsistent with an explanted lens. No defects were observed with the lens optic body and haptics of the lens. Diopter inspection of this lens found it to meet specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Completed by manufacturer patient (B)(4) - intraocular lens (iol) explant. The lens was not returned for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.